Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The lot number information needed to review device history records was unavailable. Current information is insufficient to permit a conclusion as to the cause of the event. This report submitted (B)(6), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 1997. Subsequently, the patient was revised on (B)(6), 2011, due to pain and a cyst behind the acetabular cup. The modular head and acetabular liner were removed and replaced.